Manufacturer narrative:
This event was previously reported in (B)(4) under MFR number 0001822565-2017-00392. As the device was found to be a (B)(4) design product, zimmer (B)(4) took over the report. The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a fitmore, hip stem, uncemented, b/4, taper 12/14 on (B)(6) 2015. The patient experienced pain thereafter. Additional information has been requested and is currently not available. (This is a split case with zimmer inc. (B)(4), the same patient is treated in (B)(4).)

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - event summary: it was reported that the patient received a fitmore implant on (B)(6) 2015. Subsequently, patient started experiencing pain. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary: patient is reported to experience pain after having the implant. It is also stated that the patient had passed away due to other medical issues not device related. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The sterilization certificate of the implant is reviewed and it is confirmed that the product was sterilized according to the specifications. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).